Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a right ventricular lead in need of a revision based on the following observations made by the physician: intermittent noise, high and out of range impedance, rising pacing thresholds, and no capture. The lead was capped and replaced on (B)(6) 2019. Patient was stable.